Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
I was called into the room during a tka wile they were opening trays. There was a grease color brown consisting of oil on the instruments with green handles.

Manufacturer narrative:
An event regarding alleged santoprene handle degradation involving a triathlon adjustable spacer block was reported. The event was not confirmed. Method & results: device evaluation and results: the device was returned in used condition. Visual inspection indicated that, while the santoprene coating was worn and off color, the device was otherwise clean and appeared in serviceable condition. Oil and/or grease residue was not apparent. Medical records received and evaluation: not performed because patient factors did not contribute to the reported event. Device history review: indicated all devices accepted into stock met specification. Complaint history review: indicated there have been other events associated with the reported lot. Conclusions: conversation with the sales representative indicated oil and/or grease residue was discovered shortly after routine cleaning at the hospital. Visual inspection at stryker orthopaedics indicated that, while the santoprene coating was worn and off color, the device was otherwise clean and appeared in serviceable condition. Oil and/or grease residue was not apparent.

Event description:
I was called into the room during a tka wile they were opening trays. There was a grease color brown consisting of oil on the instruments with green handles.